Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. An infusion set change was performed resolving the occlusion. Subsequently, the customer received an empty cartridge alarm and did not observe insulin drips dripping out of the infusion set tubing. Multiple supply changes were performed resolving these issues. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.